Event description:
It was reported that the patient with this right ventricular (rv) lead was admitted to the emergency room (ER) after computed tomography imaging and echo which confirmed pericardial effusion secondary to perforation. The physician performed pericardiocentesis and surgical rv lead repositioning. This rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this right ventricular (rv) lead was admitted to the emergency room (ER) after computed tomography imaging and echo which confirmed pericardial effusion secondary to perforation. The physician performed pericardiocentesis and surgical rv lead repositioning. This rv lead remains in service. No additional adverse patient effects were reported.